Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 2.8 mmol/l. The customer states that she has been experiencing problems with the insulin pump and the sensor. The customer stated calibration would not accept and the sensor glucose would not appear on the display. The customer has received a new transmitter. The customer stated if she did not get a replacement insulin pump she will contact her health care professional and start using multiple daily injections. The customer was advised the problem was most likely the insertion site however, it was agreed to replace the insulin pump.